Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a lesion in the ostial right coronary artery (rca). An asahi grand slam guide wire was used for device exchange after stent deployment. While the grand slam guide wire was withdrawn, it was caught by the struts of the stent deployed at the rca ostium. As a result of the subsequent pulling manipulation, bending and deformation were observed in the shaft and tip of the grand slam guide wire. The grand slam guide wire was successfully retrieved without any fracture or retained fragments. It was informed that there were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported grand slam guide wire was returned for evaluation. The core wire of the returned guide wire was found fractured at approximately 16mm distal to the proximal solder (set at 40mm from the wire tip to fix the outer coil onto the core wire). The outer coil had detached from the proximal solder. The detached outer coil and core wire fragment were not returned. Microscopic observation found that the fracture end of the core wire was necked, which is a trace of ductile fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that stress exceeding the product design limit might have been applied on the core wire of the grand slam guide wire during pulling and pushing manipulation while the guide wire was caught between the stent struts and the wire tip was trapped. Consequently, the core wire was fractured. Further applied tensile stress generated with removal then caused the outer coil to be elongated and eventually fractured. It was concluded that the reported event was not attributed to the product quality. Although it was reported that the guide wire was successfully retrieved without any fracture or retained fragments, given that the returned guide wire was damaged severely and the detached core wire and outer coil were not returned, it was unable to completely rule out a possibility that some wire fragment(s) might be left in the patient anatomy. No CAPA will be taken. The instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunctions and adverse effects]: separation of the guide wire.